Event description:
It was reported to medtronic neurosurgery that during a revision procedure. It was observed that the device was occluded. According to the report, the pt did not incur any injury was a result of the event.

Manufacturer narrative:
The returned shunt was patent, and met the requirements for reflux and leak testing. However, the device did not meet the requirements for preimplantation and pressure-flow testing due to the presence of proteinaceous debris within the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the mfg records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.